Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with muscle stimulation and device in backup vvi due to poor telemetry. The device was restored to normal function through the engineering test page. The patient did not experience any further complications.